Event description:
Information received that the patient underwent surgery. It was found that the lead wasn¿t broken and that incomplete pin insertion was the reason for the high impedance. The pin was reinserted and high impedance resolved. No further relevant information has been received to date.

Event description:
It was reported that two weeks after initial vns implant surgery, a high impedance message (>= 10,000 ohms) was observed on the patients vns. Impedance was within normal limits at surgery. X-rays were received and reviewed. Based on the x-rays provided, the cause of the high impedance is unknown. The visible portion of the lead was assessed. No obvious gross fractures or sharp angles were observed. Based on the quality and angle of the image, complete lead pin insertion into the generator could not be verified. The manufacturer's device history records of the lead and generator were reviewed. The products both passed final functional and quality specifications prior to release. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.